Event description:
The customer reported touch screen issues; touch screen works intermittently and at the bottom but not in the middle of the screen. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The touchscreen assembly was tested and no failures were identified.